Event description:
Connection problems were reported to the subject pacemaker. A re-intervention was performed on (B)(6) 2013 due to pocket infection. During the procedure no anomalies were noted to the leads when these measured by an analyzer. When the leads were reconnected to the pacemaker the following measurements were obtained for the atrial side: threshold 0.5v/0.35ms, impedance 400ohms, p wave amplitude 4.0-4.5mv. For the ventricle: threshold 0.7v/035ms, impedance 420omhs, r wave amplitude 16-17mv. A new pocket was created under the existing pocket, and subcutaneous tunnel was also created in order to advance leads to the new pocket. When the screwdriver was inserted into the ventricular set-screw there was no feeling of metallic contact in the setscrew cavity. The physician attempted to re-insert the screwdriver into the setscrew and untightened the setscrew; however the screwdriver turned freely. When the lead was pulled from the port, the connector pin was partially damaged and the coil was exposed. Blood ingression was confirmed in the ventricular port. The leads were subsequently measured by an analyzer and no anomalies were noted. A new pacemaker was implanted.

Manufacturer narrative:
(B)(6) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.